Manufacturer narrative:
Pt outcome was not provided by rptr. Endoleaks are labeled in the IFU. No product or images have been provided to assist in this investigation. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. Per the IFU, the proximal two stents of the converter should be positioned in the main body graft, and the distal two stents of the converter should be positioned in the ipsilateral leg. Difficult to determine contributing factors w/o add'l info or imaging. Placement of a zenith main body extension resolved the endoleak. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
A (B)(6) male pt underwent aaa repair on (B)(6) 2011. His left cia was completely occluded, so converter placement was planned as well. The pt's anatomical form was not suitable for endovascular repair with an angle at 60 degrees relative to the axis of the suprarenal aorta. However, the procedure was conducted as labeled. The main body was placed 20mm below the renal artery due to a long proximal neck. The final confirmatory angiography showed a type iii endoleak from the joint part of the main body and the converter at proximal side. A main body extension was additionally placed at proximal side, then the endoleak was resolved. The pt's condition is unk as not provided by rptr.